Event description:
It was reported that the base leg was cracked. No patient involvement or adverse consequence was reported.

Manufacturer narrative:
The emts were unloading the cot without a patient onboard. The cot got caught on the dropdown step of the ambulance, causing the front left leg to crack.